Event description:
It was reported that one year after spaceoar vue placement procedure, the patient developed a fistula and abscess in the rectourethral space. The position of the abscees in the same area where the device had to be, the patient was prescribed with antibiotics for two weeks and a magnetic resonance imaging (MRI) will be requested. The patient is currently scheduled for a colon diversion. The issue was reported as ongoing.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel last too long. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2101 captures the reportable event of adhesions.